Event description:
The customer reported that the bottom part of the display on this defibrillator was not working. This partial failure prevented full display of the ECG waveform. There was no report of pt involvement.